Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for provided material number 301031 and lot number 0015407. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, two photos and five physical samples were received for evaluation by our quality team. The five physical samples came in a bag with a sticky note handwritten with "item 301031, lot# 0015407." The samples were visually inspected, the scale printing in legible and they are all within specification. The two photos provided show the samples received. Based on investigation results, the samples received did not show the symptom reported by the customer and an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: 5 samples were received. They came in a plastic bag with a sticky note with handwritten ¿item 301031, lot# 0015407¿. They were visually inspected, they all are acceptable, the scale printing is legible. Two photos were provided. They show the samples received. A review of the applicable fmea/eura ((B)(4)) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause description: probable the customer doesn¿t have our acceptance criteria. Rationale: based on the investigation carried out and with the samples analysis the symptom reported by the customer could not be confirmed. The lot was produced for 105k units; therefore, the cpm is 9.5. We will continue monitoring and trending this product and this symptom. It is recommended that the hypodermic marketing contacts the customer to explain our acceptance criteria.

Event description:
It was reported that 23725 bd luer-lok¿ syringes were found with light scale markings before use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the numbers on the syringe were very light (faded) 23,725 each".